Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The implant date is currently unknown and good faith efforts (gfe) will be sent to acquire this information. It was reported that low flow alarms were observed during a routine log file analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account¿s submitted log file contained data from (B)(6) 2018 through (B)(6) 2019. Analysis of the log file confirmed low flow alarms as well as transient elevations in pump power and estimated flow; however, a specific cause for these events could not be conclusively determined through this evaluation. The account reported that the patient was asymptomatic and very stable with a doppler blood pressure (bp) in the 70s. During the patient¿s previous admission in (B)(6) 2018 (see (B)(4), concerns of a potential outflow graft obstruction were negated by the results of the performed CT angio. Therefore, the observed low flows and power elevations were reportedly not thought to be related to an outflow graft obstruction. The patient¿s system controller was exchanged and the patient was discharged home. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further events have been reported at this time. The hmii lvas IFU provides an explanation of all pump parameters, including pump flow and power. This document describes situations which may result in a low flow hazard alarm, including changes in patient conditions. The IFU also states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Additionally, the hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Furthermore, this document describes all alarm conditions well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d11: (B)(4) added as concomitant medical product. Section f9: approximate age of device- 3 years, 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported by the clinician low flows were noted on (B)(6) 2019. It was reported the patient had a CT angio in (B)(6) 2018 that showed a bend in his outflow graft causing obstruction. Technical services reviewed the submitted log files, and power and flow elevations were observed which were thought to be attributed to the obstruction. Patient was reportedly asymptomatic, very stable and exam was unremarkable with stable vital signs. Patient's doppler blood pressure has been in the 70s since the CT angio was performed. On 01apr2019 additional information was provided that the CT angio was performed on (B)(6) 2018. Patient was not symptomatic at the time. It was observed that the inflow and outflow grafts were stable in position and widely patent but mild circumferential plaque was identified in the outflow cannula as it anastomoses with the ascending thoracic aorta. Previously there was concern regarding the cta results as they had reported a slight bend in the outflow graft. Per the clinician, the low flows and power elevations are no longer thought to be related to outflow obstruction and it was reported no obstruction was noted. Patient's ldh levels were within normal range. No diagnostic tests were performed during the january admission. Since the reported low flows in january were transient and the low flows in november were attributed to untreated dehydration, this is not considered device related but is likely due to the natural bend in the device. Technical services had initial concern that the observed power and flow elevations were potentially related to a possible obstruction observed in the cta; however, the observation of that obstruction was later contradicted. The controller was exchanged and no additional trouble shooting or treatment was rendered. The patient was discharged home. No additional information has been provided.